Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed left bundle branch block (lbbb). No treatment was prescribed. One day post-implant, a hematoma was noted at the access site. A groin ultrasound showed no pseudoaneurysm. Five days post-operative an ECG revealed first degree atrio-ventricular (av) block. Six days post procedure, a permanent pacemaker was implanted with no patient complications. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
Correction: incorrect "date received by manufacturer" ((B)(4) 2014) was submitted on previous report. Correct aware date received by manufacturer of (B)(4) 2015 has been entered in this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight, age, date or birth, and gender were obtained and have been added to this report.